Manufacturer narrative:
No product is returning to applied medical for evaluation. A follow-up report will be sent upon completion of investigation. This report is to follow-up maude report # 8603877.

Event description:
Maude mw 8603877. "Catalog number: ctb71. Device problem: adverse event without identified device or use problem. Event date: (B)(6) 2019. Event type: death. Event description - pt presented for an elective hysterectomy but at the start of the procedure experienced a trocar injury to the small bowel, aorta and inferior vena cava causing hemorrhage with subsequent coagulopathy and organ failure. Pt expired the following day. At the start of the procedure, the primary gynecological surgeon made a 10mm incision just above the umbilicus and the skin was spread using a hemostat. Thereafter a 12 x 150mm bladed trocar was introduced into the abdomen using direct entry technique. Once intra-abdominal placement was confirmed and pneumoperitoneum was complete at a pressure of 15mm hg it was noted that there was some bleeding around the small bowel. It was a little more than expected therefore an assist port was placed in the right lower quadrant for further assessment. It was noted then that the bleeding was brisk and possibly retroperitoneal so the laparoscopic procedure was aborted and case was converted to open. A pfannenstiel incision was made with the scalpel down to the fascia. Fascia was incised and the abdomen was entered bluntly. The pt experienced cardiac arrest for which CPR / acls was initiated. General surgery was emergently consulted and was immediately available to assist in stabilizing the pt. Vascular surgery also provided intra-op consulating for repair of injuries to the aorta and inferior vena cava followed by general surgery's repair of the ventilator support, had metabolic acidosis, coagulopathy, anuria and continued oozing from the surgical site. The following day, plan was to return pt to surgery for abdominal washout, decompressive laparotomy for suspected abdominal compartment syndrome but pt expired prior to start of surgery. The incision was just above the umbilicus, appropriate for this pt. During trocar insertion, there was no unusual resistance or excessive pressure applied related to firm abdomen / fascia as expected in a pt with prior abdominoplasty. The blade felt to retract as designed when going through fascia with no indication of product malfunction. Event description: use of a bladed trocar is acceptable and common practice. The surgeon used his standard practice of raising the abdominal wall with 2 towel clamps to tent the abdomen then inserting the bladed trocar via blind stab technique without use of veress needle insufflation. The pt had a history of abdominoplasty which was known to the surgeon and did not seem to contribute to the cause."

Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. Based on the description of the event, there was no indication of a product malfunction. It is likely that the reported event was caused by use error, as the device was inserted into the patient prior to insufflation. The instructions for use (IFU) states, "to minimize the risks associated with access port placement, ensure: appropriate patient positioning to shift organs away from access port placement site. An adequate level of insufflation prior to port placement. Obturator tip is pointing away from major vessels, organs, and other anatomic structures. Moderate, controlled pressure is employed when placing the access port." Applied medical has reviewed the details surrounding the event and related products. At this time, applied medical is unable confirm that a product malfunction occurred. This report is to follow-up maude report 8603877.

Event description:
Maude mw 8603877. "Catalog number ctb71. Device problem adverse event without identified device or use problem. Event date (B)(6) 2019. Event type death. Event description. Pt presented for an elective hysterectomy but at the start of the procedure experienced a trocar injury to the small bowel, aorta and inferior vena cava causing hemorrhage with subsequent coagulopathy and organ failure. Pt expired the following day. At the start of the procedure, the primary gynecological surgeon made a 10mm incision just above the umbilicus and the skin was spread using a hemostat. Thereafter a 12 x 150mm bladed trocar was introduced into the abdomen using direct entry technique. Once intra-abdominal placement was confirmed and pneumoperitoneum was complete at a pressure of 15mm hg it was noted that there was some bleeding around the small bowel. It was a little more than expected therefore an assist port was placed in the right lower quadrant for further assessment. It was noted then that the bleeding was brisk and possibly retroperitoneal so the laparoscopic procedure was aborted and case was converted to open. A pfannenstiel incision was made with the scalpel down to the fascia. Fascia was incised and the abdomen was entered bluntly. The pt experienced cardiac arrest for which CPR / acls was initiated. General surgery was emergently consulted and was immediately available to assist in stabilizing the pt. Vascular surgery also provided intra-op consulating for repair of injuries to the aorta and inferior vena cava followed by general surgery's repair of the ventilator support, had metabolic acidosis, coagulopathy, anuria and continued oozing from the surgical site. The following day, plan was to return pt to surgery for abdominal washout, decompressive laparotomy for suspected abdominal compartment syndrome but pt expired prior to start of surgery. The incision was just above the umbilicus, appropriate for this pt. During trocar insertion, there was no unusual resistance or excessive pressure applied related to firm abdomen / fascia as expected in a pt with prior abdominoplasty. The blade felt to retract as designed when going through fascia with no indication of product malfunction. Event description. Use of a bladed trocar is acceptable and common practice. The surgeon used his standard practice of raising the abdominal wall with 2 towel clamps to tent the abdomen then inserting the bladed trocar via blind stab technique without use of veress needle insufflation. The pt had a history of abdominoplasty which was known to the surgeon and did not seem to contribute to the cause."